Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during set up, the mdu motor was not rotating smoothly, and the handpiece got overheated. There was a back-up device available. There was a delay of less than 30 minutes. There was no patient involvement.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection was performed and a lanyard broken was observed. A functional evaluation was performed on the returned device and revealed that the drive engine rough running. Handpiece becomes unusually warm. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with a mechanical component failure. Factors that could have contributed to the failure include a blade stall condition that will result in increased current draw from the control unit which will heat the motor and handpiece housing. This can be the result of gearbox corrosion caused by cleaning and sterilization methods and the chemicals involved. Based on this investigation, the need for corrective action is not indicated.